Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery depletion of this pacemaker was in question. It was found that there were variable impedance and threshold measurements, within normal range, on this non boston scientific right ventricular (rv) lead. A request was made to have data from this device analyzed. Disk analysis showed that there were no resets or abnormal faults. It was found that the rv lead thresholds were fluctuating. These fluctuations can cause changes in power consumption and longevity estimates. Programming options were discussed with the health care provider (hcp). The device remains in service. No adverse patient effects were reported.